Event description:
Painful asr, left total hip arthroplasty due to recalled depuy implant. Patient required revision of left total hip replacement and removal of: depuy asr 52mm shell, depuy asr 46mm head and depuy +2 sleeve.